Event description:
The manufacturer received information alleging filters are turning black. The end user alleges machine is not working properly and he was scared using the device because the filter turns into black. Patient would like to request a replacement device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on 06/25/2025 and h11 is updated as: the manufacturer received information alleging filters are turning black. The end user alleges machine is not working properly and he was scared using the device because the filter turns into black. Patient would like to request a replacement device. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.